Event description:
It was reported that the pump became infected soon after replacement surgery. The hcp planned to have the drug administered by the pump analyzed for contamination. It is unk if the pump was explanted. Add'l info has been requested, a follow up report will be submitted if add'l info becomes available.